Event description:
At approx 2:00 pm, a drager evita 4 mechanical ventilator apparently shut down while on a pt in the el sicu. A respiratory therapist was at the bedside and witnessed the event. He reported hearing a "pop sound", the display screen went black, and the ventilator shut off with a high-pitched audible alarm. The pt was immediately removed from the ventilator and manually ventilated while a replacement machine was obtained and connected to the pt. The pt was not adversely affected in any way by this malfunction. The drager evita 4 ventilator was removed from clinical service and returned to respiratory care dept biomed shop and a hosp incident report was completed. The next day the respiratory care biomedical tech examined the ventilator. Upon inspection he found that the ac module within the power supply had failed and a component on a circuit board had burned off the board. A review of the repair history of this particular ventilator revealed that there was an unexplained event 3 months before where a rn heard a "loud click" and witnessed the ventilator stop functioning. The ventilator was removed from service and evaluated by the same biomedical technician. There were no error codes in memory and the ventilator ran for 48 hours without any further issues. The problem could not be duplicated and the machine passed the drager certification procedure. The biomedical technician has seen two similar occurrences of an ac power supply failure on the same brand ventilator. One ventilator failed two weeks earlier and the other ventilator, a month earlier. In both incidents the description of what happened at the time of the malfunction was identical and the physical evidence of a failed ac module within the power supply assembly showed the same component to be burned off the circuit board. Both of these events were witnessed and no harm occurred to either pt. The ac modules were replaced and the ventilators have been returned to service without any further problems. The MFR quality assurance dept at drager were informed in each of these cases. A review of the repair histories of these two ventilators did not show any similar issues. All three of these events resulted in the mechanical ventilator ceasing operation and the cause is currently unk. The observable sequences during the malfunctions are all similar and verifiable and occurred on the same brand ventilators. The ventilators are all of the same age of approx 4 years old. The MFR has been contacted and made aware of rph's findings and will provide a follow-up report to them. The failure of this ac module within the power supply can be considered an unexpected and unsafe failure. The entire ventilator ceases operation and pts receive no mechanical breaths. When the ac module fails there is no automatic switch to the dc battery power and ventilation ceases.